Event description:
Customer reports sinus & chest infections - chest congestion, cough and sinus infections. Pulmonologist & allergist seen. Received antibiotics, nasal rinse and oral steroids.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.